Event description:
It was reported that during a percutaneous coronary intervention, the blade of the cutting balloon was lifted. The 90% in-stent restenosed target lesion of a non-bsc stent was located in the non-calcified and moderately tortuous middle right coronary artery (rca). A 10mm x 3.00mm flextome cutting balloon mr was selected and advanced to treat the target lesion, it was noted that the cutting balloon was unable to cross the lesion. Several unsuccessful attempts to cross the lesion were performed, including parallel wire technique. When the device was pushed forcibly, it was noted that the blade of the device was lifted. The procedure was completed with a different device. There were no reported patient complications and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).